Event description:
It was reported post-operatively on the day of implant that the patient experienced palpitations, diaphragmatic stimulation, and phrenic nerve stimulation. An electrocardiogram (ECG) and a CT scan were performed. The imaging showed that the rv lbb lead had entered the septum, advanced toward the posterior-inferior wall, and terminated between the septum and the apex of the left ventricle without entering the cavity. The patient's heart anatomy showed the left ventricle positioned slightly higher than usual, which likely caused the lead tip to sit closer to the diaphragm and trigger stimulation. The lead was reprogrammed, then later explanted and replaced. On removal, the helix was found to be deformed with tissue present. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.